Manufacturer narrative:
Additional information in h3, h6. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection identified that the sponge was fully separated from the cap. The reported condition was verified. The cause of the condition was determined to be mishandling during distribution. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge was found separated from a minicap. This was found before use. There was no patient involvement. No additional information is available.